Event description:
On (B)(6) 2014, the distributor contacted animas and alleged the following: the patient reported she was experiencing regular sick days and diabetic ketoacidosis, however, was not hospitalized and did not seek medical intervention. Review of pump found time/date correct, no associated alarms, basal settings correct, and using correct program. Prime history confirmed as appropriate. Patient is using advanced settings and those are correctly programmed. Per history, the pump delivered as programmed. Patient alleges that from first day of use, her blood glucose (bg) levels were much higher than when she was on a competitor pump. Changing the rates in the pump and changing to a longer cannula did not lead to any improvement. The patient was issued a loaner pump and reports a vast change in her bgs, with better control, less changes to her rates, and is feeling better. This complaint is being reported because the patient alleges dka due to an unspecified pump malfunction.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 04/04/2014 with the following results: no defect was found. The device performs within specifications. The pump reflected 24u after a 24hr on 1u/hr duration test. Tdd add up and equal the basal target. One hour manual suspend post ¿low battery¿ warning is observed on (B)(6) 2014, last basal delivery was on (B)(6) 2014, and 4hr manual suspend is observed in the suspend history on (B)(6) 2013. No activity outside of normal use is observed. The keypad is undamaged and fully responsive. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction submitted (B)(6) 2014: the serial number is corrected to (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).